Event description:
It was reported that we have received the following unit to maintenance but repair is needed. The following were noted after diagnosis : control bar issue; calibration issue; missing hinge need to be replaced ; corroded needle bearing need to be replaced; corroded reciprocation arm need to be replaced; corroded e-ring need to be replaced defective swivel need to be replaced; defective motor need to be replaced. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4). Report source: foreign: united kingdom. The results of the investigation are as follows: review of the most recent repair record identified the following related repair: tech found that the hinge gasket was missing and possible corrosion on the needle bearing, e-ring, and reciprocation arm. They also found that the swivel was loose, the motor had seized, the unit was out of calibration, and the control bar was out of position. Tech replaced the motor, sleeve, hinge gasket, needle bearing, e-ring, reciprocation arm, washer, swivel, shaft bearings and sleeve bearings. The unit was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.